Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 056 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were call service 6, 20 and 056 alarms observed in the pump's black box. Upon powering on, the pump displayed ¿reinitializing. Please wait¿ shortly after powering on, the pump gave a call service 020 alarm. The eeprom fails to initialize due to an eeprom hardware failure.